Manufacturer narrative:
Correction: please refer to h6 health impact code. The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the received device shows signs of breakage as evident by appearance. The breakage is concentrate at the tip of the device. The transverse fracture pattern exhibits that the hexagonal screwdriver was subjected to non-axial application of regular higher torque leading to torsional forces, that leads to excessive stress on tip of the driver which goes past its yield point and ultimately leads to breakage. The shaft region of the device has various water spots and gouge marks as well as the handle of the screwdriver has minor wear marks indicating rough handling. Furthermore, a hardness test was performed on the cylindrical surface closest to the fractured surface of the returned item. The avg. Value indicates the material being within the limit with the accordance range. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by frequent and abnormal usage of the device specifically by application of high impact torsional forces leading to breakage as noted in the complaint. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that during an extraction of a baseplate, two screwdriver tips broke. The broken screwdriver tips were removed. The case lasted around six hours due to the broken drivers.

Event description:
It was reported that during an extraction of a baseplate, two screwdriver tips broke. The broken screw driver tips were removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.